Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the clip applier was able to fire clips but the clips did not close/stick on the duct. Multiple clips were fired but all had the same result. A new clip applier was opened to resolve the issue. There was no patient injury.